Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was not received. The obturator was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic roux-en-y procedure, when testing the 5mm trocar, a 5mm grasping instrument was placed inside the trocar and it was too tight to pass it through. A new trocar was opened and used for the case. There was no patient injury.